Event description:
It was reported that during a sleeve gastrectomy procedure, there were firing issues with the reload, resulting in an extended surgical time of approximately one hour. The stapler fired approximately 50%, leaving partially formed staples in the patient and an incomplete staple line at the distal location. The surgeon attempted to complete the firing, but the stapler retracted instead. As a resolution, the surgeon removed as many unformed staples as possible and completed the firing with another reload from other manufacturer. Seamguard was used throughout the case, and due to poor visibility at the top of the stomach, it was difficult to ascertain if the reload from another manufacturer had completed all of the staple firings. A reload was used over the remainder of the seamguard to ensure the stomach had been fully stapled. The patient was admitted to the intensive care unit (ICU) as a precaution.

Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n5b1189y) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1), d4 (UDI), d9, g1 (MFR contact first name, last name, postal code, email, phone number), g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a representative reload was attached to the device and was able to be clamped and articulated without any issues. The data saved to the handle was analyzed and it was noted that there were abnormalities in the data during a firing in the field. A design/software assessment was performed for this event. The design assessment concluded related to complaint full details of this assessment are available in the corresponding task. It was reported that the stapler fired approximately 50%, leaving partially formed staples in the patient and an incomplete staple line at the distal location. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: there was housing damage. This issue can occur due to rough handling, such as the device being dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: it states that compatibility with other manufacture's staple line reinforcement material has not been determined. The power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.